Event description:
It was reported that during the surgery, the surgeon said the unit cusa excel hand piece (product ID unk) "delivered too less power." There was pt contact, however, there was no pt impact.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.